Manufacturer narrative:
Correction to h6 based on additional information. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A technical summary written by edwards lifesciences regarding stenosis/increased gradient events for the sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves post implantation have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. Review of the IFU and training materials is detailed in the technical summary, and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigation's is captured in the technical summary, which are still in place. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 18 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents stenosis. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia.

Manufacturer narrative:
Investigation is still ongoing.